Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that the wand would not turn off and continued to stay on while at the back table. A second wand was opened and case continued. No patient injury and no significant delay were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors unrelated to the manufacture or design of the device which could have contributed to the reported event including: there could be a discrepancy with the foot control receiver and/or cable which were not returned for evaluation. It is possible that excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. More than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation. The ambient hipvac 50 ifs is manufactured with integrated finger switches; therefore, it is possible that the finger switch was inadvertently pressed. There were no indications that would suggest that the reported device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with dried tissue and discoloration from activation. There are scuff marks present on the spacer. There are no manufacturing abnormalities observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. The wands ablate and coag finger switches were then activated and performed as intended. At no time during functional testing the wand continued to activate while the foot control or finger switches were not pressed. The suction line performed as intended. The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as there are several factors unrelated to the manufacture or design of the device which could have contributed to the reported event including: there could be a discrepancy with the foot control receiver and/or cable which were not returned for evaluation. It is possible that excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. More than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation. The ambient hipvac 50 ifs is manufactured with integrated finger switches; therefore, it is possible that the finger switch was inadvertently pressed. There were no indications that would suggest that the reported device did not meet product specifications upon release into distribution.